Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered left breast implant rupture, left breast capsular contracture (baker grade unknown), post-operatively. In addition, the patient also suffered the following: diagnosed with lupus, rheumatoid arthritis and suffered dry eyes, tinnitus, brain fog, dizziness, occasional choking feeling, chest pain, shooting pain on left side, skin rash in their back that comes and goes, fatigue, cannot tolerate heat or cold, low libido, vertigo, wheat allergy, anxiety, a lot of sleeping issues/insomnia. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient was scheduled for bilateral implant explantation on (B)(6) 2020. In addition, mentor also became aware that the capsular contracture that the patient experienced was a baker grade iii/IV. The patient reported seeing the following doctors: ent, gastrointestinal, rheumatologist, dermatologist. The patient also reported having the following done: balance test , brain MRI, hand & wrist MRI, and pelvic ultrasound. The lupus was reportedly diagnosed via blood work on june 2019. In addition to the initially report symptoms that the patient experienced, the patient adding the following issues they experienced since their breast augmentation: inflammation, difficulty concentrating, muscle tiredness, left ring finger bump at joint, fat tumor on neck, limb numbness and tingling on left side, digestive issues, lightheaded first bites of food, tmj, dry mouth, white tongue, pain left rib lower breast area mid chest, difficulty taking a deep breath, dry rough bumpy patches on back, shortness of breath, irritability, white film inside cheeks and gums, numb but itchy both breasts, neck pain, tightness of upper back shoulders and neck, tingling, especially arms, knee and foot pain when waking. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture, material rupture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 325cc returned device. There have been a number of studies that have looked at whether having a breast implant is associated with having a typical or defined connective tissue disease. The published studies, taken together, show that breast implants are not significantly associated with a risk of developing a typical or defined connective tissue disease. Independent scientific panels and review groups have also concluded that there is no current evidence to support an association between breast implants and connective tissue disease. Literature reports have also been made associating silicone breast implants with various rheumatological signs and symptoms such as fatigue, exhaustion, joint pain and swelling, muscle pain and cramping, tingling, numbness, weakness, and skin rashes. Having these rheumatological signs and symptoms does not necessarily mean that a patient has a connective tissue disease. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).